Manufacturer narrative:
(B)(4). The srt replaced the o2 sensor and the unit operated to manufacturer specifications and was returned to clinical use. During the laboratory evaluation, o2 sensor accuracy was not within specifications during initial testing after calibration. A second calibration after 20 minutes of testing brought the o2 sensor within specifications. The product surveillance technician (pst) installed the returned o2 sensor into a lab-use only (luo) epgs and connected the epgs to a system-1 simulator and ccm. Connected the epgs to o2 and air, entered a perfusion screen on the ccm. After the 15 minute warm-up period, calibration of the o2 sensor was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 2.02 volts which is within the specification of 0.55-2.758 volts. The pst observed nothing that would cause failure. The pst tested the accuracy of o2% and flow was set at 5 l/min.: (B)(6).

Event description:
Upon receipt of the device, the service repair technician (srt) reported that the oxygen (o2) sensor on the electronic patient gas system (epgs) failed phase 2 accuracy testing. The central control monitor (ccm) reading was 31.0% and o2 analyzer reading was 21.0% the difference is greater than +/-3% and failed to meet specification. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.